Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the powerport m.r.I. Isp. During the procedure it was noted that the catheter was allegedly fractured. Reportedly there was a leakage during injection. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation; one electronic photo was provided and reviewed. The photo shows the complete view of one catheter segment in plastic pouch. Blood residues were noted on the catheter. Catheter was noted broke and separated. Catheter segment was not noted in the photo. Leak was cascading issue due to catheter break. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified material separation issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the powerport m.r.I. Isp. During the procedure it was noted that the catheter was allegedly fractured. Reportedly there was a leakage during injection. There was no reported patient injury.